Event description:
It was reported that during a normal device replacement procedure, defibrillation threshold (dft) testing was performed with this chronic right ventricular (rv) defibrillation lead, and the rhythm was not converted on the initial attempt. The shock impedance measurements were greater than 125 ohms, and the device recorded a code 1005, indicative of an open circuit condition was detected during shock delivery. Technical services (ts) discussed a possible lead issue and recommended lead replacement. Then dft testing was repeated and was successful. The delivered shock impedance was greater than 125 ohms at 41 joules; however, the painless shock impedance was 100 ohms, and was stable with multiple checks. Therefore, the lead remains in service with the new device. No adverse patient effects were reported. Additional information was received which reported that this lead was later explanted and replaced due to shock impedance measurements of greater than 125 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead was not available for return. If it is returned, analysis will be performed, and this report will be updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device replacement procedure, defibrillation threshold (dft) testing was performed with this chronic right ventricular (rv) defibrillation lead, and the rhythm was not converted on the initial attempt. The shock impedance measurements were greater than 125 ohms, and the device recorded a code 1005, indicative of an open circuit condition was detected during shock delivery. Technical services (ts) discussed a possible lead issue and recommended lead replacement. Then dft testing was repeated and was successful. The delivered shock impedance was greater than 125 ohms at 41 joules; however, the painless shock impedance was 100 ohms, and was stable with multiple checks. Therefore, the lead remains in service with the new device. No adverse patient effects were reported.